Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated sensor cannula was partially missed after removed needle hub out. The customer stated that transmitter did not blink after connect to sensor. The customer stated cannula was missed. The customer was advised that the sensor will be replaced and return used sensor.